Manufacturer narrative:
Approximate age of device: (1 year, 6 months). The patient remains ongoing with left ventricular assist device (lvad) support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted from the emergency room on (B)(6) 2018 after presenting with bloody stools and lightheadedness. At the time of the event, the patient was on aspirin and warfarin. The site of the bleeding was identified to be gastrointestinal. A colonoscopy visualized diverticula in sigmoid, descending and transcending colon. An active bleed was also noted in the descending colon which was clipped. The patient¿s hemoglobin level stabilized at 7.6 g/dl. Vitals and levels of lactate dehydrogenase (ldh) also stabilized. The inr was at 1.9. The patient was given 2 doses of IV iron. It was reported that the gi bleeding resolved on (B)(6) 2018. No additional information was received.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Analysis conclusion: the pump remains implanted and the patient continues on vad support. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.